Event description:
It was reported that the patient had been having "sharp" pain on the left side of her abdomen for the couple of months prior to the report, and laying down flat "eased up" the "sharp" pain. The reporter indicated that the patient hadn't had any trauma or procedure done during that timeframe. It was noted that the implantable neurostimulator (ins) was implanted on the right side of the abdomen. Approximately 6 weeks later, it was further reported that the patient's battery had died and had been replaced. However, the patient had been complaining of pain around the pocket site although it was not infected. The reporter indicated that the patient worked out "very vigorously" and did a lot of sit-ups. The patient's healthcare provider (hcp) felt that the patient's exercise routine was causing the problem. It was also noted that the patient had "a lot" of scar tissue in the pocket when the old ins was removed. The scar tissue was removed and a new ins was implanted on the opposite side of the patient¿s abdomen (left side) where she requested. The reporter stated that the patient was doing well and nothing further was planned at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).